Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. After multiple attempts, the penumbra sales representative was unable to obtain enough device information to identify the catalog number. The only device identifiers known are: d1(brand name), d2a (common device name), and d2b (product code). Without the catalog number for this device, unique device identifier (UDI) cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the left and right pulmonary arteries using an indigo system flash aspiration catheter (flash catheter), a non-penumbra catheter (angled pigtail), a balloon catheter, a guidewire, and a non-penumbra sheath via the right groin. During the procedure, the physician placed the sheath distal to the right atrium and advanced the pigtail catheter without a guidewire into the main pulmonary artery where pressures and angiograms were taken. Large bilateral pulmonary thrombus was seen on the angiograms. The flash catheter was advanced over a guidewire into the left pulmonary artery and after removing the guidewire, one pass was successfully completed with the flash catheter. When withdrawing the flash catheter into the main left pulmonary artery, the patient experienced hemoptysis. The patient was turned on the left side to oxygenate her right lung as the physician looked for a perforation under fluoroscopy; however, the physician was not able to locate the bleeding site. As the patient¿s vitals began to normalize, the patient was placed on a supine position. The physician attempted to visualize a perforation again under fluoroscopy but was unsuccessful. As a precaution measure, the physician placed a balloon catheter in the distal left pulmonary artery to see if it would help control the bleeding, however, it was unsuccessful. Multiple rounds of cardiopulmonary resuscitation (CPR) were performed. The patient expired and the cause of death was ruled as a perforation. It is unknown if the use of the flash catheter contributed to the bleeding.